Event description:
It was reported that this right ventricular (rv) lead has a little stretch or separation of coil near the lead tip. The measurements all looked good. Boston scientific technical services (ts) reviewed the image and discussed that the stretch did not appear to be something concerning about. In addition, the stretch appeared to be in the gore coating end. As of this time, this rv remains in service. No adverse patient effects were reported.